Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed. No add'l info has been made available. This is a legal case.

Event description:
The original info available on this pt came from an attorney, not a healthcare professional. Subsequently, some info became available from the facility where the surgery was performed. It is not known what the pt was originally treated for at the time the product was implanted. It was confirmed that during a post-op. Visit on (B)(6) 2007 that there were no issues. During a post-op visit on (B)(6) 2012 the pt's frequency and urinary urgency was resolved.